Manufacturer narrative:
(B)(4). The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet but remained attached to the other mitral valve leaflet. It was reported that the mitraclip procedure was performed on (B)(6) 2016 to treat degenerative mitral regurgitation (mr) with a grade of 4+, and prolapse of the posterior leaflet (p2) and anterior leaflet (a2) with a flail in the p2 segment. One mitraclip was implanted, reducing the mr to 1. A second clip delivery system (cds) was advanced to the mitral valve. The heart was tilted and therefore positioning to the valve was challenging, however there was no abnormal or irregular movement of the delivery catheter (dc) shaft. The second clip was deployed; however, the second clip detached from the posterior leaflet, and remained attached to the anterior leaflet (single leaflet device attachment/slda). The anterior leaflet attachment was confirmed to be very secure. No additional treatment was performed, because the mr was reduced from a grade of >4 to 1 with the first clip. There were no adverse patient effects. The patient is in stable condition. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from the lot. All available information was investigated the reported single leaflet device attachment and physical resistance in this incident appear to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing, or labeling of the device.